Manufacturer narrative:
Results: the pet lock was intact on the pusher assemble. The pusher assembly had a kink at approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and coil was undamaged. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was kinked. If the ruby coil is forcefully retracted at extreme angles from the packaging hoop or otherwise mishandled during preparation, damage such as a kink may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed, upon removal from the packaging, that the ruby coil pusher assembly was bent. It was not clear whether the ruby coil pusher assembly was already bent before removal from the sterile packaging or if it was inadvertently bent when the technician was removing the ruby coil from its sterile pouch. The damage to the ruby coil was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using additional ruby coils.